Event description:
It was reported the patient (B)(6) was not receiving stimulation. Lead diagnostics showed high impedances. The patient underwent revision surgery where her lead was replaced with a new one. Multiple lead fractures were observed during surgery. The patient is now receiving stimulation and the issue is resolved.

Manufacturer narrative:
Evaluation result: the complaint of lead broken/fractured from the field was confirmed. The lead had a kink with all internal wires broken, and a cam impression from a swift-lock anchor 10mm from the fracture. This fracture at the proximal end of the swift-lock anchor is consistent with an over stress condition the lead was subjected to while still in vivo. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.